Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found both tamper seals intact and the pump showed no signs of physical damage. A review of the pump event history log found evidence of primary audible alarm post and pump motor drive off post in the history. Functional testing was performed using the power up process, and occlusion test. Testing could not duplicate any primary audible alarm post error. During power up test, the battery was found depleted when running on battery power, but the pump motor drive off post error could not be duplicated. Battery depletion was due to normal wear, the battery was 5 years old. The cause of the reported problem could not be determined. The speaker was replaced as a preventative measure, battery replaced with a fully charged battery, and preventive maintenance was performed. A corrective and preventive action was opened for the primary audible alarm post issue., corrected data: correction d1.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found both tamper seals intact and the pump showed no signs of physical damage. A review of the pump event history log found evidence of primary audible alarm post and pump motor drive off post in the history. Functional testing was performed using the power up process, and occlusion test. Testing could not duplicate any primary audible alarm post error. During power up test, the battery was found depleted when running on battery power, but the pump motor drive off post error could not be duplicated. Battery depletion was due to normal wear, the battery was 5 years old. The cause of the reported problem could not be determined. The speaker was replaced as a preventative measure, battery replaced with a fully charged battery, and preventive maintenance was performed. A corrective and preventive action was opened for the primary audible alarm post issue., corrected data: correction d1.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited "error message". No patient injury reported.